Event description:
A complaint was reported regarding a broken pump screen. There was no adverse impact to the customer's blood glucose level as no specific blood glucose information was provided. The pump, which had a cracked touchscreen, was confirmed to start, charge, and connect to a computer despite being unreadable. The device was scheduled to be returned and a replacement pump was issued to the customer.